Event description:
It was reported by the aci sales professional that (B)(6) female inpatient, underwent an interventional coronary procedure on (B)(6) 2013. Access was obtained at the left groin superficial femoral artery via a 6f cordis avanti sheath. A pre-procedure femoral angiogram showed presence of pvd/calcium in the vicinity of the access site and the vessel size to be >5mm. Prior to the procedure the patient was anti-coagulated with heparin. Following the procedure, the physician who is in training, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that a hematoma greater than 6cm formed 5 minutes after the deployment of the device. The patient was converted to manual compression for 20 minutes at which time hemostasis was not achieved and manual compression was repeated for an additional 20 minutes. The patient was hospitalized for an unknown amount of time for undisclosed reasons, unrelated to the mynx device/ mynx procedure.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. The review of the lhr (lot f1314303) indicated that the device lot met all established performance criteria prior to shipment.